Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently the patient underwent revision on (B)(6) 2015 due to the fracture of polyethylene liner. The liner and the ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent a total right hip arthroplasty on (B)(6) 2011. Subsequently the patient underwent revision on (B)(6) 2015 due to the fracture of polyethylene liner. The head, liner, and the ring were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Evaluation of the device confirmed the fracture as stated in the complaint, however the cause of the fracture could not be determined.